Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. Approximately five (5) years later the patient presented with an aneurysm sac enlargement (from 6.5 cm to 7.7 cm) and an endoleak at an indeterminate origin. As of the date of this report, there have been no additional patient sequelae reported and a secondary procedure has not been scheduled. The patient status is unknown, but the physician noted that the graft looked well opposed. The patient will be monitored and no additional information was provided.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of indeterminate endoleak and sac growth. The clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak from the right l4 lumbar artery (and possibly inferior mesenteric artery). This finding was not included in the event as reported, and was discovered during the review of the event CT, 69 month post implant. Event relatedness could not be determined. The final patient disposition could not be determined. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received per clinical assessment confirming that a type ii endoleak was present at the time of the event.